Event description:
It was reported that customer experienced repeated occlusion alarms and incomplete bolus messages while using pump during trip in italy, with pump sometimes delivering insulin only after several attempts or when smaller bolus amounts were used. There was no reported impact to the customer¿s blood glucose level. Customer was advised to change infusion site, tubing, and cartridge with new insulin to rule out blockages, to contact technical support if issue persisted, and confirmed having backup rapid and long-acting insulin pens in case pump use needed to be stopped.